Manufacturer narrative:
Five 0036550 returned unopened in original packaging. The lot number of the devices 202003205 was verified. Open holes were found on the packaging of four devices. The device had encroached into the seal of the packaging of one device leaving a gap in the seal. The device with the encroachment was dye leak tested which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0036550, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.